Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had given a system error 14.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had given a system error 14. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b5, b6, b7, d10, e1, h6 (health effect - clinical code, health effect - impact code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse adjusted the set point of the compressor for the vacuum and the pressure. The outputs were calibrated. The iabp was returned to the customer in working condition.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.